Manufacturer narrative:
(B)(4). D10 medical devices: unknown tibial insert catalog#: ni lot#: ni; unknown tibial tray catalog#: ni lot#: ni. G2 foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient reported pain and swelling and a radiography indicated periprosthetic fracture of the tibial bone. Patient was revised approximately three weeks post-implantation due to tibia bone fracture. The tibial tray and insert were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified foreign debris on the distal side of the explanted tibial plate. Radiographic review confirmed periprosthetic fracture of the right medial tibial plateau with tibial implant loosening and subsidence. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.